Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, angiography revealed a dissection on the contra lateral side of the left common iliac artery (cia), which was assumed to have occurred while advancing a 7 french non-medtronic sheath. A non-medtronic stent was implanted and position was achieved using a non-medtronic balloon. No further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).